Manufacturer narrative:
(B)(6). Device is a combination product.

Event description:
It was reported that stent damage occurred. A 4.00x38mm synergy drug-eluting stent was advanced for treatment. However, it was noted that the proximal part of the stent was lifted due to tortuousity and calcification of the area right before the lesion. The procedure was completed with a non-bsc device. There were no patient complications reported.

Manufacturer narrative:
(E1) initial reporter address 1: (B)(6). (E1) initial reporter city: (B)(6). Device is a combination product. Synergy ous mr 4.00 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of stent damage with proximal struts lifted and bunched distally. The undamaged crimped stent od (outer diameter) was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 4.00x38mm synergy drug-eluting stent was advanced for treatment. However, it was noted that the proximal part of the stent was lifted due to tortuousity and calcification of the area right before the lesion. The procedure was completed with a non-bsc device. There were no patient complications reported.